Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver displayed irregular waveform timing while supporting a patient. The customer also reported that the patient felt fine and was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver displayed irregular waveform timing, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
Operator of device corrected to health professional the companion 2 driver was returned to syncardia for evaluation. Review of the patient data file and customer-supplied video confirmed a fill volume discrepancy, which is indicative of a timing issue. During testing of the driver, the reported waveform timing delay and a fill volume discrepancy were reproduced. The root cause was determined to be a malfunction of the right main valve. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the companion 2 driver displayed irregular waveform timing while supporting a patient. The customer also reported that the patient felt fine and was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.